Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance, non-sustained ventricular tachycardia (nsvt) episodes, increased sensing integrity counter (sic), and noise. A lead fracture was confirmed. The lead was extracted and replaced. No patient complications have been reported as a result of this event.